Event description:
Halyard health received a report from (B)(6) stating the jejunal enteral feeding tube stopper strap broke. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4).